Manufacturer narrative:
Result: motion interrupt pan. Conclusion: service tech was called to account for diagnostic visit only; at filing date, customer has not requested repairs to bed.

Event description:
It was reported by service report that the motion interrupt pan head right shoulder bolt hole is damaged and the pan would not install properly. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.